Event description:
It was reported that during the implant procedure, the doctor attempted to place the right ventricular (rv) lead three times, every time the lead fell out of position. The doctor complained that the lead had an issue with the active fixation mechanism. There was a suspicion that tissue had gathered in the screw of the lead. A new lead was opened and implanted this held its position in the rv on the first attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.